Event description:
It was reported that the pump was programmed to deliver 'pepicilin' over a four (4) hour period, but according to the customer it delivered in 20 minutes. There was no report of pt injury, medical intervention, or adverse event associated with this event.

Manufacturer narrative:
(B)(4). The pump was not returned to sigma for evaluation. If the pump is returned in the future, an evaluation will be completed and a supplemental report will be submitted.